Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ecr60g cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/4. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload.

Event description:
It was reported that during a sleeve gastrectomy procedure, the device was fired for second time and when device was removed from tissue, there were malformed staples noted. The same device and additional reloads were used to complete the procedure. It is unknown if any bleeding occurred. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.